Event description:
A malfunction alarm was reported with the code "malf 0" occurring. The customer's blood glucose level was recorded at 15 mmol/l, which is within the normal range. The customer contacted technical support, who provided instructions to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue recurred.